Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the customer called getinge tech support to trouble shoot the cs300 intra-aortic balloon pump (iabp) as it would not boot up. The iabp had an autofill error prior to the unit not being able to boot up. When trying to trouble shoot the autofill error the customer could not get the unit to power on. The iabp has the initial beep when powering on then has another long audible alarm and nothing is displayed. It was additionally reported that the cs300 would not power on while on ac power or on batteries. The customer has checked the coiled cable and pins and stated that looked fine. The customer will check the fuse on the power supply. There was no patient involvement, thus no adverse event was reported.

Event description:
Upon further clarification, it was reported that the customer experienced an autofill failure during a routine check that was performed by them. When the customer tried to fix and trouble shoot the autofill failure, as a result the customer now could not get the unit to powered on. The iabp had the initial beep when powering on then had another long audible alarm and nothing was displayed. The customer called getinge tech support to trouble shoot the cs300 intra-aortic balloon pump (iabp) as it would not boot up. It was additionally reported that the cs300 would not power on while on ac power or on batteries. The customer checked the coiled cable and pins and stated that looked fine. The customer reported that they would check the fuse on the power supply. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site to evaluate the iabp unit and reported that the "not powering on" issue was repaired by replacing the display controller board that was identified to be damaged. The fse tried to duplicate the autofill issue, and after checking the whole unit and making sure that it work correctly, the fse asked the biomed to allow him to see their test intra-aortic balloon (iab) because the fse could not reproduce the autofill failure, and the fse noticed that the test iab had a leak. The fse also reported that the reason the customer could not turn the iabp on was due to the display controller board that was identified by the customer to be damaged, and which was damaged by them. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared